Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using u-200 insulin with the pump. Tandem customer technical support informed customer that u-200 insulin is off-label per the user guide. Additionally, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual insulin injection was administered to address bg level.